Event description:
A healthcare professional reported that a warning sound of overheated lamp appeared before a procedure. The event occurred when priming during fiber insertion. There was no patient involved. The surgery was completed with a back up system. Additional information has been requested and received.

Manufacturer narrative:
The system was examined and the reported event replicated. However, a system message (sm) was confirmed during the examination. The lamp was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 23, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp. However, determining if the lamp is nonconforming or past its rated life expectancy cannot be determined conclusively.

Manufacturer narrative:
The system was examined and the reported event replicated. However, a system message (sm) was confirmed during the examination. The lamp was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 23, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp. However, determining if the lamp is nonconforming or past its rated life expectancy cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a warning sound of overheated lamp appeared before a procedure. The event occurred when priming during fiber insertion. There was no patient involved. The surgery was completed with a back up system. Additional information has been requested and received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported an alarm of overheated lamp. Additional information has been requested.